Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure the lens did not inject properly from the device and caused one of the haptics to break off. The surgeon was able to remove it from the patient¿s eye and replace it with another iol. The issue was noticed during the loading. The surgery was completed on the same day.